Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 500's mg/dl before taking a manual dose injection and being transported by paramedics to the emergency room (ER). Reportedly, the customer filled the cartridge with lyumjev insulin. Tandem technical support informed the customer that loading the cartridge with lyumjev insulin is off label per the tandem user guide. Additionally, it was reported that an unexpected reset occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.